Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist has reported the removal of a dental implant due to its lack of primary stability. The implant was immediately carried out and patient presented insufficient bone quality/ quantity (bone type IV). The implant was not replaced at the same surgical act.